Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 561 mg/dl. The patient's blood glucose was treated via manual insulin injection. During troubleshooting the customer discovered that her infusion set site was leaking. The customer was advised to change the set and resume treatment. The insulin pump was not returned for analysis.